Manufacturer narrative:
Summary of evaluation: the device was not returned for evaluation, as it has been implanted. However, the event evaluation suggests that this event is not device related, but is most likely related to user technique.

Event description:
One cement spacer was missing from the acetabular shell. The device was implanted without incident. There was no adverse consequences for the patient.